Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 398 mg/dl. The customer had symptoms of being a weak and tired and treated pump, customer mentions pump is not letting her enter her bolus even if they change the battery. Customer was on the line while waiting for ems to arrive. Customer's blood glucose value was 550mg/dl when ems arrived. Advised customer to change entire set, reservoir and insulin and treat per hcp's instructions. Pump will not return for analysis.